Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) with no defined claim. It is known that the device was not being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. No add'l info available.